Event description:
Additional details from user facility: capsular bag was torn during phaecoemulsification procedure prior to usage of lens. An anterior chamber lens had to be inserted. This event was not related to the use of the posterior chamber lens and there was no complaint associated with this lens.